Event description:
It was reported to boston scientific corporation on that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008 (a male patient; weight is unknown). According to the complainant, when dr withdrew the needle for preparation of the radiofrequency ablation procedure, he found the shaft of the handle was broken. He was afraid that if the event happened inside of the patient, then the tines couldn't be retracted, and the needle couldn't be withdrawn. The procedure was able to be completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The customer complaint was confirmed. The most probable root cause is that the plunger cracked due to the manufacturing process. The fmeas were reviewed and the identified potential root cause of this failure mode is likely due to plunger cracked/broken due to internal stresses.